Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Was there any patient consequence? Was the post-operative care of the patient changed as a result of the event? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or firing)?

Event description:
It was reported that during an unknown procedure, the device was stuck on patient during a procedure. A green reload was being used. The device was removed by stapling above and below. It is unknown if there was any patient consequence.